Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation under the front therapy electrode. The patient consulted her physician who prescribed a cream. Follow-up indicated that the irritation healed after using the cream.